Event description:
A consumer reported that the pt experienced hypoglycemia while using a one touch meter. In 2001, pt's blood glucose was 89mg/dl before breakfast on the ot meter. Pt took the set amount of morning insulin and later ate breakfast. Around lunchtime, pt started to "daze" and become unresponsive. Pt blood glucose was 60mg/dl on the ot meter during the event. Paramedics were called and found pt's blood glucose 30mg/dl on unknown meter. Pt was transferred to the emergency room where pt was treated. Pt was released later during the day with blood glucose of 294mg/dl. No further info has been provided.